Manufacturer narrative:
The device passed all testing, therefore no problem was detected. In addition, the infection allegation was not confirmed. Infection is a known medical risk when the skin barrier is breached. However, analysis of the returned product is not able to provide relevant information for infection-related allegations. The device history record confirmed that each device meets specifications before release for use. There is no indication the device manufacturing process contributed to the reported complaint. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. In addition, the patient was experiencing an chronic infection of hepatitis b. Subsequently, a revision procedure was performed, and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. In addition, the patient was experiencing an chronic infection of hepatitis b. Subsequently, a revision procedure was performed, and this pacemaker was explanted and replaced. No additional adverse patient effects were reported.